Event description:
It was reported that the pacemaker exhibited noise problem.

Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report 2017865-2026-05163, should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker.